Event description:
A pt reported experiencing hyperglycemia twice while using a one touch meter. In 2001, pt's blood glucose was 30mg/dl on the ot meter. Pt contacted physician for advice, and was told to eat and repeat blood glucose test. After eating, pt had a repeat blood glucose of 39mg/dl on ot meter. Pt went to "rescue squad" who found pt's blood glucose to be 346mg/dl on unknown meter. Pt was sent back home without any treatment. Pt also reported that ten days earlier, pt's blood glucose was 81mg/dl on ot meter and 481mg/dl on "rescue squad" meter, and pt has been hospitalized for that event. No further info has been provided.